Manufacturer narrative:
One picture of catalog number 780-20 (circuit accessory, heated wire, inspirato) was received for analysis. It was visually inspected and was noted that the corrugated tubing melted. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the lot number was not provided. Additional document review included product IFU. The product IFU states several recommendations to avoid overheating the circuit. The customer complaint was confirmed based on the visual inspection of the received picture. The received picture shows a melted section on the corrugated tube but the product IFU states several recommendations in order to avoid overheating. Based on this, it is not possible to determinate the root cause of the failure reported. If defective sample becomes available at a later date this complaint will be re-opened.

Event description:
The complaint was reported as: the customer alleges that the wires melted the circuit while being used with a neptune heated humidifier. Product usage when alleged defect or event occurred is unk at the time of this report. No report of pt injury.